Manufacturer narrative:
The evaluation showed, that the bolt in the upper part (backward) disengaged. The bushings are damaged. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. According to the information provided by the customer the joint is loose and there is a noise. The patient did not fall.